Event description:
The technician found the siderail is not latching. No patient impact.

Manufacturer narrative:
The technician replaced the pivot bolt and roller on the siderail to resolve the issue.